Event description:
Three falsely elevated troponin I results were obtained on a pt's samples. The results were reported to the physician. The samples were repeated and negative results were obtained. The pt was admitted and given a stress test. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was non specific binding interference. The instrument is performing within specifications. No further eval of the device is required.